Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) has been confirmed. As received, the monitor displayed service code 107 (abnormal shutdowns). Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor displayed service code 107 (abnormal shutdown).